Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a headache and was admitted to a local ed and later went to surgery. The CT showed a bleed. The patient had returned to the operating room two times for evacuation of a clot in the brain and then needed to return the 2nd time for further evacuation. Patient inr was being run a bit lower and the lowest that was noted was 1.4. Log file reviewed showed the baseline ranges for power, flow and pi started increasing. It was further reported that the patient's hct was down and inr ~1 for head bleed.